Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 14-jan-2022 to ensure the replacement products (test strips) resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 140, 146 and 147mg/dl. The customer¿s expected am fasting blood glucose test result range is 85-120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/31/2021 (expired). The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 140 mg/dl date: (B)(6) 2022, time: 9:30 am fasting, result 2: 146 mg/dl date: (B)(6) 2022, time: 11:28 am fasting, result 3: 112 mg/dl date: (B)(6) 2022, time: 9:30 am fasting, result 4: 117 mg/dl date: (B)(6) 2022, time: 11:39 am fasting, result 5: 147 mg/dl date: (B)(6) 2021, time: 11:09 am fasting,